Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm. Customer's blood glucose level was 89 mg/dl. Customer advised the motor error alarm recurred and they did not want to troubleshoot the insulin pump. Customer wanted a replacement insulin pump and advised they completed the troubleshooting process a few days ago. Customer was advised they may use the loaner insulin pump for 90 days. Customer advised they were in a hurry and would call back in order to receive a replacement insulin pump.